Manufacturer narrative:
This report is submitted on march 12, 2021.

Event description:
Per the clinic, the patient was not using the device and requested it be removed. The device was explanted on (B)(6) 2021. There are no plans to re-implant the patient.